Event description:
After an implantation period of approx. 69 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46cm and 55cm proximal to the lead tip. All three connectors were separated from the yoke. The complete 6 fragments of the lead were returned for analysis. The visual inspection revealed multiple signs of wear. Particularly on the distal part of the lead the insulation was found worn through which can be considered the root cause of the clinical observation of oversensing with shock delivery. The conductor cable to the ring electrode was fractured in this region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further analysis showed a deformed svc shock coil which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.